Event description:
It was reported, the customer had high blood glucose and when changing the reservoir, noticed the reservior compartment was wet. The customer changed the infusion and rec'd a no delivery alarm while priming. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.